Event description:
It was reported that when the lasso nav eco catheter was connected to the c3 piu, 60-cycle noise appeared. They exchanged the catheter cable with no resolution. The cas believed that the adaptor cable was faulty. As the customer doesn't have a spare to exchange it, they switched the lasso nav eco for a standard lasso nav catheter and cable and the issue was resolved. Additional information was received from the customer stating that all bs ecgs and all ic (intracardial) signals were lost in all the channels on both carto and ep recording systems at the same time. The physician was not able to interpret the signals making this event reportable.

Manufacturer narrative:
Investigation is still in process. A 3500a supplemental report will be sent once that product analysis is completed. Biosense webster manufacturer's ref. No.'s: (B)(4) are related to the same incident. (B)(4).

Manufacturer narrative:
Please refer to h3 section for product analysis results.(B)(4). It was reported that when the lasso nav eco catheter was connected to the c3 piu, 60-cycle noise appeared. They exchanged the catheter cable with no resolution. Upon receipt, the cable was visually inspected and it was found in normal conditions. Carto test was performed with the cable with a known good catheter and no malfunctions were observed. Also a calibration check was performed with the same catheter and the results were within specifications. The customer complaint cannot be confirmed. The device history record could not been reviewed since the lot # of this product was not provided when event reported.